Event description:
Device malfunction: thumb knob spun, stent did not deploy. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a superficial femoral artery stenting procedure, resistance was felt when the xceed thumb knob was turned. A "snap" was felt and the thumb knob spun freely. The stent delivery system was removed, and it was noticed that the sheath had not retracted, and the stent had not deployed. The procedure was successfully completed using a second xceed. There was no adverse patient effect. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.